Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device passed upstream and downstream occlusion detection testing and the ultrasonic sensor and force sensor were within specification at device evaluation. A review on the event history log shows there are upstream occlusion and downstream occlusion, however these cannot be determined whether the upstream and downstream were true or false events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an "occlusion error" . There was no patient involvement. No additional information is available.